Manufacturer narrative:
The patient was born on an unreported date in 1982. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The break was not further specified. On an unreported date, the patient was hospitalized for the peritonitis and was treated with unspecified antibiotics (doses, frequencies and route of administration not reported). Eleven days after the onset, antibiotic treatment was discontinued. On an unreported date, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report the patient was not recovered and it was not reported if the patient was retrained on aseptic technique. No additional information is available.